Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and had physical damage on the lead body. The physician noticed that lead looked disrupted internally. The outer insulation was intact as confirmed by the physician. This lv lead was abandoned surgically. No additional adverse patient effects were reported.